Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, obesity and type 2 diabetes mellitus. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), depression ("psychological or psychiatric problems condition: depression and anxiety"), anxiety ("psychological or psychiatric problems condition: depression and anxiety"), rash ("rashes or skin conditions type: constant off and on unexplained rashes"), migraine ("migraines"), headache ("headaches"), anaemia ("blood or heart disorder/condition type: anemia and vitamin d deficiency"), vitamin d deficiency ("blood or heart disorder/condition type: anemia and vitamin d deficiency"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, alopecia, vaginal haemorrhage, menorrhagia, bacterial vaginosis, urinary tract infection, depression, anxiety, rash, migraine, headache, anaemia, vitamin d deficiency, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered allergy to metals, alopecia, anaemia, anxiety, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, rash, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.3 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia, anaemia, depression, anxiety, vaginal discharge, vitamin d deficiency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, morbid obesity and type 2 diabetes mellitus. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), depression ("psychological or psychiatric problems condition: depression and anxiety"), anxiety ("psychological or psychiatric problems condition: depression and anxiety"), rash ("rashes or skin conditions type: constant off and on unexplained rashes"), migraine ("migraines"), headache ("headaches"), anaemia ("blood or heart disorder/condition type: anemia and vitamin d deficiency"), vitamin d deficiency ("blood or heart disorder/condition type: anemia and vitamin d deficiency"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, alopecia, vaginal haemorrhage, menorrhagia, bacterial vaginosis, urinary tract infection, depression, anxiety, rash, migraine, headache, anaemia, vitamin d deficiency, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered allergy to metals, alopecia, anaemia, anxiety, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, rash, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.3 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia, anaemia, depression, anxiety, vaginal discharge, vitamin d deficiency. Most recent follow-up information incorporated above includes: on 19-jun-2018: pfs+mr received: new events: vaginal haemorrhage, menorrhagia, bacterial vaginosis, urinary tract infection, depression, anxiety, rash, migraine, headache, anaemia, vitamin d deficiency, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, reporter, patient demographic information, lab data, concomitant disease were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had the need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 627303) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastric bypass in 2005 and weight gain. Concurrent conditions included uterine bleeding, obesity, type 2 diabetes mellitus, multiple allergies, hives and iron deficiency anemia. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), blood loss anaemia ("anemia/very heavy periods with large clots causing anemia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced vulvovaginal mycotic infection ("yeast infection/vaginitis"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge") and fatigue ("fatigue,") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), depression ("psychological or psychiatric problems condition: depression and anxiety"), anxiety ("psychological or psychiatric problems condition: depression and anxiety"), rash ("rashes or skin conditions type: constant off and on unexplained rashes"), migraine ("migraines"), headache ("headaches"), vitamin d deficiency ("blood or heart disorder/condition type: anemia and vitamin d deficiency"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pain ("pain: constant body aches"), tooth fracture ("cracked my right tooth off"), flatulence ("bubble guts"), hot flush ("hot flashes"), back pain ("back pain"), menstruation delayed ("period every 4 months"), genital haemorrhage ("heavy bleeding"), abdominal pain lower ("cramping all the time"), teething ("teething"), iron deficiency anaemia ("iron deficiency anemia") and bruxism ("clenching my teeth in my sleep"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, alopecia, vaginal haemorrhage, menorrhagia, bacterial vaginosis, urinary tract infection, depression, anxiety, rash, migraine, headache, blood loss anaemia, vitamin d deficiency, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, pain, vulvovaginal mycotic infection, tooth fracture, flatulence, hot flush, back pain, menstruation delayed, genital haemorrhage, abdominal pain lower, teething, iron deficiency anaemia and bruxism outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, bacterial vaginosis, blood loss anaemia, bruxism, depression, dysmenorrhoea, dyspareunia, fatigue, flatulence, genital haemorrhage, headache, hot flush, iron deficiency anaemia, menorrhagia, menstruation delayed, migraine, pain, pelvic pain, rash, teething, tooth disorder, tooth fracture, urinary tract infection, vaginal discharge, vaginal haemorrhage, vitamin d deficiency, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Pathology test - on (B)(6) 2017: result: diagnosis: uterus, cervix, bilateral fallopian tubes: uterus with proliferative endometrium and a benign endometrial polyp. Cervix with focal superficial erosion and chronic inflammation. Bilateral fallopian tubes, one with a benign para tubal cyst, and the other with no specific pathologic change. Clinical history and preoperative diagnosis: abnormal uterine bleeding gross description: the 1st gray-purple, fimbriated tubular structure consistent with a portions of fallopian tube measures approximately 4.2 cm in length x 0.5 cm in average diameter. The specimen is sectioned and contains silver, metallic. And coiled device within the lumen, measuring approximately 1.6 cm in length by less than 0.1 cm in diameter. It is otherwise grossly unremarkable. The 2nd gray-purple, fimbriated tubular structure consistent with a portion fallopian tube measures approximately 5.0 cm in length x 0.5 cm in average diameter. It displays a clear. Fluid-filled paratubal cyst, measuring 0.5 cm in greatest diameter and contains a silver, metallic, and coiled device within the lumen, measuring approximately 2.5 cm in length by less than 0.1 cm in diameter. It is otherwise grossly unremarkable. Specimens: uterus, cervix, b/l fallopian tubes. Complications: none. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia, anaemia, depression, anxiety, vaginal discharge, vitamin d deficiency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: plaintiff fact sheet and social media record received. Events" pain: constant body aches, very heavy periods with large clots causing anemia (previously reported as anemia), and yeast infection/vaginitis" were added. Plaintiff fact sheet and social media record received. Per social media events¿ cracked my right tooth off, bubble guts, hot flashes, back pain, period every 4 months, heavy bleeding, cramping all the time, teething, iron deficiency anemia, clenching my teeth in my sleep¿ were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 627303) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastric bypass in 2005 and weight gain. Concurrent conditions included uterine bleeding, obesity, type 2 diabetes mellitus, multiple allergies, hives and iron deficiency anemia. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), blood loss anaemia ("anemia/very heavy periods with large clots causing anemia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced vulvovaginal mycotic infection ("yeast infection/vaginitis"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge") and fatigue ("fatigue,") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), depression ("psychological or psychiatric problems condition: depression and anxiety"), anxiety ("psychological or psychiatric problems condition: depression and anxiety"), rash ("rashes or skin conditions type: constant off and on unexplained rashes"), migraine ("migraines"), headache ("headaches"), vitamin d deficiency ("blood or heart disorder/condition type: anemia and vitamin d deficiency"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pain ("pain: constant body aches"), tooth fracture ("cracked my right tooth off"), flatulence ("bubble guts"), hot flush ("hot flashes"), back pain ("back pain"), menstruation delayed ("period every 4 months"), genital haemorrhage ("heavy bleeding"), abdominal pain lower ("cramping all the time"), teething ("teething"), iron deficiency anaemia ("iron deficiency anemia") and bruxism ("clenching my teeth in my sleep"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, alopecia, vaginal haemorrhage, menorrhagia, bacterial vaginosis, urinary tract infection, depression, anxiety, rash, migraine, headache, blood loss anaemia, vitamin d deficiency, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, pain, vulvovaginal mycotic infection, tooth fracture, flatulence, hot flush, back pain, menstruation delayed, genital haemorrhage, abdominal pain lower, teething, iron deficiency anaemia and bruxism outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, bacterial vaginosis, blood loss anaemia, bruxism, depression, dysmenorrhoea, dyspareunia, fatigue, flatulence, genital haemorrhage, headache, hot flush, iron deficiency anaemia, menorrhagia, menstruation delayed, migraine, pain, pelvic pain, rash, teething, tooth disorder, tooth fracture, urinary tract infection, vaginal discharge, vaginal haemorrhage, vitamin d deficiency, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Pathology test - on (B)(6) 2017: result: diagnosis: uterus, cervix, bilateral fallopian tubes: uterus with proliferative endometrium and a benign endometrial polyp. Cervix with focal superficial erosion and chronic inflammation. Bilateral fallopian tubes, one with a benign para tubal cyst, and the other with no specific pathologic change. Clinical history and preoperative diagnosis: abnormal uterine bleeding gross description: the 1st gray-purple, fimbriated tubular structure consistent with a portions of fallopian tube measures approximately 4.2 cm in length x 0.5 cm in average diameter. The specimen is sectioned and contains silver, metallic. And coiled device within the lumen, measuring approximately 1.6 cm in length by less than 0.1 cm in diameter. It is otherwise grossly unremarkable. The 2nd gray-purple, fimbriated tubular structure consistent with a portion fallopian tube measures approximately 5.0 cm in length x 0.5 cm in average diameter. It displays a clear. Fluid-filled paratubal cyst, measuring 0.5 cm in greatest diameter and contains a silver, metallic, and coiled device within the lumen, measuring approximately 2.5 cm in length by less than 0.1 cm in diameter. It is otherwise grossly unremarkable. Specimens: uterus, cervix, b/l fallopian tubes complications: none. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia, anaemia, depression, anxiety, vaginal discharge, vitamin d deficiency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: plaintiff fact sheet and social media record received. Events" pain: constant body aches, very heavy periods with large clots causing anemia (previously reported as anemia), and yeast infection/vaginitis" were added. Plaintiff fact sheet and social media record received. Per social media events¿ cracked my right tooth off, bubble guts, hot flashes, back pain, period every 4 months, heavy bleeding, cramping all the time, teething, iron deficiency anemia, clenching my teeth in my sleep¿ were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 627303) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, obesity, type 2 diabetes mellitus, multiple allergies, hives and iron deficiency anemia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), depression ("psychological or psychiatric problems condition: depression and anxiety"), anxiety ("psychological or psychiatric problems condition: depression and anxiety"), rash ("rashes or skin conditions type: constant off and on unexplained rashes"), migraine ("migraines"), headache ("headaches"), anaemia ("blood or heart disorder/condition type: anemia and vitamin d deficiency"), vitamin d deficiency ("blood or heart disorder/condition type: anemia and vitamin d deficiency"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue,") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, alopecia, vaginal haemorrhage, menorrhagia, bacterial vaginosis, urinary tract infection, depression, anxiety, rash, migraine, headache, anaemia, vitamin d deficiency, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered allergy to metals, alopecia, anaemia, anxiety, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, rash, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009 and (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Pathology test - on (B)(6) 2017: result: diagnosis: uterus, cervix, bilateral fallopian tubes: uterus with proliferative endometrium and a benign endometrial polyp. Cervix with focal superficial erosion and chronic inflammation. Bilateral fallopian tubes, one with a benign para tubal cyst, and the other with no specific pathologic change. Clinical history and preoperative diagnosis: abnormal uterine bleeding gross description: the 1st gray-purple, fimbriated tubular structure consistent with a portions of fallopian tube measures approximately 4.2 cm in length x 0.5 cm in average diameter. The specimen is sectioned and contains silver, metallic. And coiled device within the lumen, measuring approximately 1.6 cm in length by less than 0.1 cm in diameter. It is otherwise grossly unremarkable. The 2nd gray-purple, fimbriated tubular structure consistent with a portion fallopian tube measures approximately 5.0 cm in length x 0.5 cm in average diameter. It displays a clear. Fluid-filled paratubal cyst, measuring 0.5 cm in greatest diameter and contains a silver, metallic, and coiled device within the lumen, measuring approximately 2.5 cm in length by less than 0.1 cm in diameter. It is otherwise grossly unremarkable. Specimens: uterus, cervix, b/l fallopian tubes complications: none. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia, anaemia, depression, anxiety, vaginal discharge, vitamin d deficiency. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Lot number added. Reporter information were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 627303) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, obesity, type 2 diabetes mellitus, multiple allergies, hives and iron deficiency anemia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), depression ("psychological or psychiatric problems condition: depression and anxiety"), anxiety ("psychological or psychiatric problems condition: depression and anxiety"), rash ("rashes or skin conditions type: constant off and on unexplained rashes"), migraine ("migraines"), headache ("headaches"), anaemia ("blood or heart disorder/condition type: anemia and vitamin d deficiency"), vitamin d deficiency ("blood or heart disorder/condition type: anemia and vitamin d deficiency"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue,") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, alopecia, vaginal haemorrhage, menorrhagia, bacterial vaginosis, urinary tract infection, depression, anxiety, rash, migraine, headache, anaemia, vitamin d deficiency, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown. The reporter considered allergy to metals, alopecia, anaemia, anxiety, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, rash, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009 and (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Pathology test - on (B)(6) 2017: result: diagnosis: uterus, cervix, bilateral fallopian tubes: uterus with proliferative endometrium and a benign endometrial polyp. Cervix with focal superficial erosion and chronic inflammation. Bilateral fallopian tubes, one with a benign para tubal cyst, and the other with no specific pathologic change. Clinical history and preoperative diagnosis: abnormal uterine bleeding gross description: the 1st gray-purple, fimbriated tubular structure consistent with a portions of fallopian tube measures approximately 4.2 cm in length x 0.5 cm in average diameter. The specimen is sectioned and contains silver, metallic. And coiled device within the lumen, measuring approximately 1.6 cm in length by less than 0.1 cm in diameter. It is otherwise grossly unremarkable. The 2nd gray-purple, fimbriated tubular structure consistent with a portion fallopian tube measures approximately 5.0 cm in length x 0.5 cm in average diameter. It displays a clear. Fluid-filled paratubal cyst, measuring 0.5 cm in greatest diameter and contains a silver, metallic, and coiled device within the lumen, measuring approximately 2.5 cm in length by less than 0.1 cm in diameter. It is otherwise grossly unremarkable. Specimens: uterus, cervix, b/l fallopian tubes complications: none. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia, anaemia, depression, anxiety, vaginal discharge, vitamin d deficiency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 627303) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastric bypass in 2005 and weight gain. Concurrent conditions included uterine bleeding, obesity, type 2 diabetes mellitus, multiple allergies, hives and iron deficiency anemia. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), blood loss anaemia ("anemia/very heavy periods with large clots causing anemia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced vulvovaginal mycotic infection ("yeast infection/vaginitis"). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge") and fatigue ("fatigue,") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), depression ("psychological or psychiatric problems condition: depression and anxiety"), anxiety ("psychological or psychiatric problems condition: depression and anxiety"), rash ("rashes or skin conditions type: constant off and on unexplained rashes"), migraine ("migraines"), headache ("headaches"), vitamin d deficiency ("blood or heart disorder/condition type: anemia and vitamin d deficiency"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pain ("pain: constant body aches"), tooth fracture ("cracked my right tooth off"), flatulence ("bubble guts"), hot flush ("hot flashes"), back pain ("back pain"), oligomenorrhoea ("period every 4 months"), genital haemorrhage ("heavy bleeding"), abdominal pain lower ("cramping all the time"), teething ("teething"), iron deficiency anaemia ("iron deficiency anemia") and bruxism ("clenching my teeth in my sleep"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, alopecia, vaginal haemorrhage, menorrhagia, bacterial vaginosis, urinary tract infection, depression, anxiety, rash, migraine, headache, blood loss anaemia, vitamin d deficiency, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, pain, vulvovaginal mycotic infection, tooth fracture, flatulence, hot flush, back pain, oligomenorrhoea, genital haemorrhage, abdominal pain lower, teething, iron deficiency anaemia and bruxism outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, bacterial vaginosis, blood loss anaemia, bruxism, depression, dysmenorrhoea, dyspareunia, fatigue, flatulence, genital haemorrhage, headache, hot flush, iron deficiency anaemia, menorrhagia, migraine, oligomenorrhoea, pain, pelvic pain, rash, teething, tooth disorder, tooth fracture, urinary tract infection, vaginal discharge, vaginal haemorrhage, vitamin d deficiency, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion. Pathology test - on (B)(6) 2017: result: diagnosis: uterus, cervix, bilateral fallopian tubes: uterus with proliferative endometrium and a benign endometrial polyp. Cervix with focal superficial erosion and chronic inflammation. Bilateral fallopian tubes, one with a benign para tubal cyst, and the other with no specific pathologic change. Clinical history and preoperative diagnosis: abnormal uterine bleeding gross description: the 1st gray-purple, fimbriated tubular structure consistent with a portions of fallopian tube measures approximately 4.2 cm in length x 0.5 cm in average diameter. The specimen is sectioned and contains silver, metallic. And coiled device within the lumen, measuring approximately 1.6 cm in length by less than 0.1 cm in diameter. It is otherwise grossly unremarkable. The 2nd gray-purple, fimbriated tubular structure consistent with a portion fallopian tube measures approximately 5.0 cm in length x 0.5 cm in average diameter. It displays a clear. Fluid-filled paratubal cyst, measuring 0.5 cm in greatest diameter and contains a silver, metallic, and coiled device within the lumen, measuring approximately 2.5 cm in length by less than 0.1 cm in diameter. It is otherwise grossly unremarkable. Specimens: uterus, cervix, b/l fallopian tubes complications: none. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia, anaemia, depression, anxiety, vaginal discharge, vitamin d deficiency. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-dec-2020: quality-safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.